Event description:
Following implant surgery the implanting surgeon reported that the implantable receiver stimulator was implanted under breast tissue greater than 2 cm. A modified external control unit with increased coupling power was provided to the user to compensate for the implant position. Although the device was then functional, it's sensitivity to transmitting coil positioning was too high. The surgeon reported that a revision surgery will be required to reposition the device properly.